Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified radial artery, a 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During inflation, the balloon failed to expand. The balloon was carefully and slowly removed from the patient. Upon removal, it was noted that the balloon burst. No complications were reported, and the patient was stable post procedure.